Manufacturer narrative:
Model number/catalog number: sc-8336-50; serial number : (B)(4); model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had fever and infection at the ipg and lead sites. It was noted that the patient was prone to infection and the physician believed that infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure.